Event description:
Medtronic received a report that a pipeline flex stent failed to open in the middle section. The patient was undergoing flow diversion surgery for treatment of an unruptured, saccular, aneurysm in the right ophthalmic artery segment with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone artery size was 4.01 mm distally and 4.49 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt ) was administered and the platelet reactivity unit (pru) level was 92. The angiographic result post procedure showed the successful deployment of the replacement pipeline stent. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The middle section of the 4.5x16 pipeline stent did not open when the middle section was positioned in a bend and deployed more than 50%. The device had a kink right around the turn of the anterior genu. The stent was loaded and unloaded and attempted to recapture and reduce the load of the phenom 27 microcatheter to deploy the stent within the inner curve of the anterior genu. The proximal aspect of the stent opened but there was a visible kink in the middle segment of the construct. The stent was resheathed less than or equal to 2 times and there were no additional steps or other devices required to open the stent. After about 4-5 attempts, the pipeline was removed from the patient by resheathing and removing with the microcatheter, and a new pipeline 4.5x14 was used, which opened on the first attempt. No patient symptoms or complications were associated with this event. Ancillary devices include: terumo 6 fr short sheath, rist 6 fr guidecatheter, phenom 27 150cm microcatheter, synchro select support 0.014 micro guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was no friction or resistance during delivery of the pipeline. The anatomy just required an adjustment to reduce the energy in the phenom 27 and this was attempted multiple times to deploy the device in the inner curve. The shorter length device of 14mm length worked fine.